Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, this lead displayed an increased in pacing thresholds and a decrease in sensing. A micro-dislodgment was suspected. The patient was to be monitored closely. There were no adverse patient effects reported. The lead remains in service.